Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a small sensing value. The lead was scheduled to be replaced. During the replacement procedure the atrial lead was stuck to the rv lead and had to be explanted and replaced as well. It was also noted that the atrial lead had low sensing prior to the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.